Manufacturer narrative:
Replaced parts has been sought for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Event description:
It was reported that no values of the expired volumes were displayed during use on patient. There was no patient harm. (B)(4).

Manufacturer narrative:
The reported problem was reproduced during testing in a reference ventilator. The flow transducer sub-test failed during the pre-use checks. Measured pressures of the monitor transducer tests during the pre-use checks were too high, which indicates a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be changed during the yearly preventive maintenance or after 5,000 hours of operation. According to received information the nozzle unit was recently changed approximately 3 days before the reported date of event. The cause for the stickiness was determined to be an early wear of the membrane.